Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of allegation that device started to smoke, the screen started blinking and the device was not turning on related to ds2 adv auto CPAP device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 05/16/2025: the device was returned to the manufacturer's product investigation laboratory for investigation. The investigation was not able to confirm that the device powers on and provides airflow using a good power supply and power cord. The technician observed thermal damage to the pca which caused the device to power off and an electrical burning odor due to the thermal damage. No error logs could be retrieved. An internal and external visual inspection of the device was completed by the manufacturer and found a dust like contaminate on the exterior of the ui bezel, exterior and interior of the top enclosure, center enclosure, blower box, heater plate and bottom enclosure. Hairlike substance on the inlet/outlet seal. An unknown contaminate on the heater plate spring. Rust-like substance on the exterior and interior of the water tank pan. A liquid ingress with a white powdery substance consistent with mineral deposits on the interior of the water tank lid, water tank seal, ui bezel, exterior and interior of the water tank, iso port, top enclosure, bottom enclosure, interior of the center enclosure, inlet/outlet seal, blower motor, interior of the blower box, heater plate, and the pca. Potential burn marks on the interior of the ui bezel, ui bezel ribbon cable, pca. The water tank showed evidence that the tank was possibly overfilled, likely on multiple occasions, due to the mineral deposits along the top of the water tank, just below the rim of the top of the tank, and well above the "maximum fill" line. The brass on the top of the blower motor was tarnished due to the liquid ingress to the blower motor. The investigation was not able to confirm the complaint about the device smoking and the screen blinking but was able to confirm no power to the device due to thermal damage to the pca. In this report, box d, h has been updated/corrected.